Manufacturer narrative:
One 4.75mm healicoil rg sa anchor system was returned for evaluation. Visual assessment confirmed the reported breakage. Numerous distal threads of anchor have broken off. The broken pieces were not returned for evaluation. One inserter tine is missing and the other is bent. As reported the patient had hard bone and the surgeon utilized a 3.8mm tapered awl. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. The proper instrumentation for site preparation for this anchor and bone quality is a 3.5mm spade tip drill and a 4.75 mm threaded dilator.

Event description:
It was reported that during ascr procedure, when the anchor was inserted to the site, the anchor tip broke. Backup device was implanted to the same site. The site was prepped with 3.8mm tapered awl. No patient injury or significant delay were reported.